Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 608 mg/dl. Customer administered a correction injection to address the bg. Customer loaded a new cartridge to resolve the issue.